Event description:
It was reported that the customer was hospitalized due to high blood glucose and currently the customer is in coma. It was stated that the customer was using the silhouette infusion set, and it was changed two days before the event. It was stated that the customer requested assistance with inserting a new infusion set and settings in the insulin pump. Troubleshooting was performed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. See scanned page.